Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient weight not provided for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part: #338.20 -synthes lot # 9865196, release to warehouse date:18sep2015 , expiration date: na, supplier: jennersville. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded connecting screw that holds the lag screws broke as a surgeon was impacting the dynamic hip screw (dhs) plate down over the lag screw during a hip fracture repair on (B)(6) 2017. The surgeon was able to remove the broken connecting screw, including the piece that remained inside of the lag screw (the broken piece was removed & discarded). No fragments remain in the patient. Subsequently, when another connecting screw from the same set was tried, it was found to be broken. There was a reported surgical delay of one minute. No additional x-rays or other medical intervention required. The final construct was a dhs two hole plate with lag screw and 4.5mm cortex screws. The procedure was successfully completed with the patient in stable condition. This report is for 2 devices. Concomitant device: dhs 2 hole plate (item # unknown, lot # unknown, quantity 1each), lag screw (item # unknown, lot # unknown, quantity 1each), 4.5mm cortex screws (item # unknown, lot # unknown, quantity unknown). This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed. The following two (2) devices were received with one (1) complaint category of ¿broken: intraoperatively¿ and one (1) of ¿broken: procedural step unknown¿. One (1) dhs/dcs coupling screws (part 338.20/lot 9865196), one (1) dhs/dcs coupling screws (part 338.20/lot 1056) the complaint condition is confirmed as each device was received with a roughly transverse break at the proximal most thread. The broken portions were not received. One (1) device (lot 1056) also showed a slight bend located approximately halfway into the length of the device. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The returned devices are intended for use during lag screw insertion in the dynamic hip and dynamic condylar screw (dhs/dcs) system. Information concerning recommended use is provided per the dhs/dcs system technique guide. The balance of each device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices are already broken. Relevant drawings were reviewed. The relevant inner and outer diameter of the threaded feature could not be inspected due to the damage and missing portions. The breaks sustained by the coupling screw are consistent with exposure to force beyond the yield limit of the material. However, given the unknown circumstances at the time of the breakage a root cause cannot be definitively determined. The reported condition and the observed bend of part # 338.20/lot # 1056 show evidence of exposure to exceeding force. Per the dhs/dcs dynamic hip and condylar screw system technique guide there are optional instruments available for tapping during procedures involving strong dense bone. The technique guide also describes that ¿the guide shaft should seat into the slots of the lag screw.¿ this ensures proper application of torsional force and shelters the coupling screw from unintended torsional and lateral forces. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Corrected data: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.